Event description:
A surgeon reported unexpected postoperative refractions ou following bilateral intraocular lens (iol) implant surgery. The surgeon reported he had not placed the horizontal marks on the iol when the pt was sitting; the incision marks were not placed as needed. The surgeon rotated the iol and made some refractive cuts. The hyperopia and the astigmatism decreased and the visual acuity improved. The pt was reported to be happy. Two medical device reports are being filed for this report. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 5/13/2008 by phone and on 5/21/2008 by site visit.